Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a communication failure between the camera head and the processor. The failure was likely caused by a leak in the cable. The cause of the leak was unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide the event date (b3). Olympus followed up with the customer to obtain additional information but no information was obtained.

Event description:
Olympus (oci) was informed via repair request that the customer high-definition autoclavable camera head has ¿no image¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device has been returned to olympus for repair/evaluation. The customer¿s reported problem was confirmed, no image is displayed due to a defective cable unit. The cable was found leaking and the coupler rotation function is not working. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.